Manufacturer narrative:
This notification was opened for review for information received that a patient is experiencing cough, congestion, and shortness of breath. The patient sought medical intervention and is still experiencing these issues. Additionally, black particles were found in the reservoir, and the device is affected by the foam recall. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr (B)(4) documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to bipap autosv adv. The manufacturer received information from the patient alleging device caused a severe cough, congestion, and shortness of breath and also found black particles in reservoir. There was no report of serious or permanent harm or injury. Medical intervention was not specified.